Manufacturer narrative:
It was reported on 5/1/2026, "versette adaptor ended up in the groin and under skin fold and caused a pressure injury." Per the customer contact, "pressure injury then had to be treated by wocn, it was stage 1-2." The customer contact stated preexisting the reported incident, the patient was a "fall risk, fell in hospital prior to finding the versette adaptor in the groin area." No additional information is available at this time. A sample is not available for evaluation. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported on 5/1/2026, "versette adaptor ended up in the groin and under skin fold and caused a pressure injury."